Event description:
It was reported that following a percutaneous peripheral intervention (ppi) using an antegrade approach, a 6f angio-seal sts plus was selected for use. It is unk whether or not a pre-angiogram was performed. During deployment, the black compaction marker was not exposed. While the physician continued to advance the collagen within the tamper tube, he was not fully able to maintain tension on the suture, which caused the collagen to protrude into the artery. The patient experienced a 100% occlusion and the angio-seal was surgically removed. The patient has recovered. The physician was in the training process for the angio-seal sts plus. The patient's subcutaneous tissue was not thin. No additional information is available.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also states failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.